Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.

Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, while at school, patient walked to nurse¿s office after he experienced a hypoglycemic event following physical education. Patient¿s bg was less than 70mg/dl. Nurse gave patient glucose tablets. Patient¿s mother claims that cgm was displaying an ¿out-of-range¿ message during the event. At the time of her call to dexcom technical support, patient was feeling fine. Patient¿s mother has agreed to send cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event.